Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy until the replacement arrived.